Event description:
The customer reported that the left monitor was not working properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The customer does not have authorization for repair. The ge service rep informed them to open another service call when they gte approval for repair.